Event description:
Surgeon performing a revision case on a using 6.35 expedium at l4-5 because the initial rods were too short (55mm). Removed the set screws on one side and then replaced the first rod with a 65mm. A longer 75 mm rod was placed on the other side. Sales rep received a call from surgeon reporting that the rod dislodged and needed to revise. When this took place, he removed the rod that was disengaged from the screw and noticed it was smaller than the rod on the other side. We then realized it was a 5.5 diameter rod instead of a quarter inch 6.35 rod. He replaced the rod again with a 6.35 rod.

Manufacturer narrative:
Sales rep confirmed that the xpdm 6.35 set came from one of their (distributor owned) territory sets. We received the mix up occurred in the field prior to delivery at the hospital. The issue does not appear to have been related to any product identification labeling or branding error. The wrong size was placed in the set and this went undetected by the user during the placement in the case.